Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contact reported to fresenius technical support (ts) on (B)(6) 2026 that the liberty select cycler was alarming with m83 pump a vs. B volume error in fill 1 of 4 during this treatment (tx). The patient was connected during incident. A fluid was discovered during unknown phase of the pd treatment. The fluid was not discovered in the pump module area; however, fluid was discovered on the external of the cassette; fluid leaked from unknown location on the cassette. There were alarms/warnings prior to leak; m83 pump a vs. B volume error occurred prior to the fluid leak. At that point in time, the technical support representative advised the patient to re-set up with all new supplies. Additional information was requested, however to date has not been provided.